Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6) medical center. The serial number, catalog number and other product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info.

Event description:
It was reported by customer that during use on an intra aortic balloon pump (iabp) there was a leak in iab circuit alarm. The pump resumed therapy without issue. There was no patient harm or injury reported.

Manufacturer narrative:
Corrected fields: b5, g2 updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11 device not available for repairing . In future if we receive any new information will reopen and update the investigation.

Event description:
It was reported by customer that during use on an intra aortic balloon pump (iabp) there was a leak in iab circuit alarm. Getinge person verified there was no blood or discoloration in the helium tubing and had the customer press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed therapy without issue. There was no patient harm or injury reported.